Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic with non-sustained lead noise due to premature ventricular contractions and sensing latency on the far field channel. No programming changes were made and the patient notifier was disabled. Patient condition is good following the event.